Manufacturer narrative:
Add'l catalog #s: 72402106, 72402287. (B)(4). Should additional information become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 1999, the patient had an acticon bowel sphincter (abs) implanted. On (B)(6) 2011, the patient had the device removed due to erosion on the cuff through the perineal tissue, and exposure through the skin. The abs was removed to prevent further erosion and possible infection. The entire device was removed.